Manufacturer narrative:
Internal complaint reference (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was conducted. The device did not power up to pressurize. The complaint was confirmed and the root cause has been associated with an electrical problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a blown fuse, defective solenoid valve, defective printed circuit board or a battery failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during set up for a reverse total shoulder surgery, the fuse blew in the spider 2 tenet 7615. The procedure was finished with a change in surgical technique to padded mayo stand. No delay or patient injury were reported. Results of investigation have concluded that this unit was not powering up which makes it a reportable event.